Event description:
As reported per medsun (B)(4): describe the event or problem: during admission of a patient on norepinephrine, the pump continued to alarm "air in line" even after preventative interventions priming the tubing and removing the tubing to check for bubbles. The patient began to decompensate further, and the emergency norepinephrine pump was used.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.